Manufacturer narrative:
B3: year of event has been provided; month and day is unknown. Device evaluation: the customer complaint of ¿inoperable latch/lock flex¿ was confirmed through. The probable cause of the issue was defective latch lock flex sensor. Further investigation found there was downstream occlusion (dso) seal delamination. Replaced latch lock flex and dso seal. The device passed all testing criteria after the repairs. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
The customer returned the device stating, ¿inoperable latch/lock flex¿; during device evaluation it was found that the downstream occlusion (dso) seal was delaminated. Status of the product at the time of the event was during testing. There was no patient involvement.